Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 17, 2006 the health care professional (nurse)/ reporter contacted lifescan alleging that the patient has been unable to obtain a meter reading because the one touch ultra was displaying the "apply sample" message. The medical affairs specialist (mas) spoke with the patient's caregiver on july 19, 2006 to obtain/verify information but she was unable to confirm or provide additional information. She stated no one else, including the patient, who would be able to provide additional information regarding the issue. The mas listened to the original call with the customer care advocate to obtain/verify the following information. The patient had been unable to test on her meter but she continued taking her diabetes oral medications (actos) as usual in the morning. The patient usually tests once a day and her last successful test in the memory was performed in 2006. Two days later at night, the patient was trembling, nauseated and weak, which may suggest she was hypoglycemic. The patient did not attempt to test on her meter or on any other device and had 1 glucose tablet to treat her symptoms. The patient reportedly felt better after administering self-treatment. The customer care advocate verified that the correct testing technique was used. The reporter retested with new test strips and the issue persisted. This complaint is being reported because the patient was unable to test on her meter for a few days and had symptoms that may indicate the patient was hypoglycemic. The "apply sample" issue was also unresolved with troubleshooting. The meter, test strips, and control solution were replaced.